Event description:
The patient called to report that the needle button released on its own. The patient confirmed that she is pressing the round part of the needle button. She stated that this has occurred with three v-go 20 devices. The patient said two of the three v-go 20 devices in question are available for collection.

Manufacturer narrative:
Three devices were received and evaluated for the complaint regarding the needle button released event. All devices were inspected, and the mechanism was tested and observed no issue. Therefore, the reported complaint could not be confirmed for these devices.